Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> hcp is reporting a black hair firmly sticking to the insert inside the sterile package. See photo. Seen upon opening the inner sterile package. Photos were provided for review. See attachment "photos". The photo investigation revealed that the packing of the attune cr fb insrt sz 6 6mm was opened and manipulated due to presents blood remnants. Additionally, the insert shows what appears to be a small hair adhered to its surface. With the available information, and due to the device was manipulated no further evaluation was able to be performed. Consequently, there is no indication of any manufacturing error that could have contributed to the reported "foreign matter - inside sterile packaging" issue. Without concrete evidence or further information, it is not possible to determine a root cause. A manufacturing record evaluation was performed for the finished device product description: attune cr fb insrt sz 6 6mm, product code: 151620606 lot number: md4193, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the condition of the attune cr fb insrt sz 6 6mm can be seen from the photographs provided and would contribute to the reported foreign matter inside the sterile packaging. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4) 2) date of manufacture: 11/19/2025 3) any anomalies or deviations identified in DHR: none 4) expiry date: 10/31/2030 5) IFU reference: (B)(4) device history review ==> a manufacturing record evaluation was performed for the finished device product description: attune cr fb insrt sz 6 6mm, product code: 151620606 lot number: md4193, and no non-conformances nor manufacturing irregularities were identified. Added: d4 (expiration date), h4 corrected: d4 (primary UDI)

Event description:
It was reported that there was a black hair firmly sticking to the insert inside the sterile package. Seen upon opening the inner sterile package. There was no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.